Manufacturer narrative:
Carestream health has evaluated the device and determined there was no device malfunction, the system is performing as designed and intended. There was no patient involvement. The incident was caused by the site tech (user) not following the instructions for use (IFU). The reporter stated that the tech was holding a door with one hand and driving the system with the other hand when the incident occurred as opposed to using both hands to drive the revolution as specified in the IFU. It is unlikely, if following the driving recommendations provided within the IFU, that this type of injury would occur. The site has started using rubber stoppers to assist with keeping doors open in order to avoid this type of incident. Carestream health has concluded this investigation.

Event description:
The customer site alleged that the tech/operator was trying to hold a door open with one hand and drive the cart with the other hand (1 hand). As a result, the tech drove the drx revolution over her foot resulting in broken toe injury.